Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the left ventricular (lv) lead. A revision procedure was performed to replace the lv lead, increased threshold was present on the new lv lead. The physician elected to use the initial lv lead with different configurations to resolve the event. The patient was stable and will continue to be monitored.